Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of broken inside was confirmed. There were dark spots on the image due to damaged optical fibers. The outer tube was noted to have a slight bent and severe debris under the eye piece window. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus ureteroscope, 7,5 fr. X 330 mm, 7°, 2 channels, straight ocular angle had a broken lens. The malfunction was found during reprocessing. There were no reports of patient harm for the unidentified diagnostic procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused by excessive use. Olympus will continue to monitor field performance for this device.